Event description:
Additional information from the patient's health care provider (hcp) showed the hcp believed the battery depletion was premature. The patient experienced withdrawal symptoms and was hospitalized due to the event. The patient recovered without sequela.

Event description:
Additional information showed the pump was replaced on (B)(6) 2011. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis of the pump revealed the following: moisture drops were seen on the pumphead. Slight moisture was seen on the gear wheel 3 inspection. Teeth were corroded away on gear wheel 3. Significant corrosion was seen on gear wheel 3. Slight moisture was seen on the motor compartment. Slight moisture was seen on the bottom inner cover. No other anomalies or leaks were seen.

Event description:
It was reported that a patient's pump alarm was heard and confirmed by telemetry. Telemetry confirmed the alarm was critical due to a motor stall. The motor stall occurred on (B)(6) 2011 at 00:30 am. The stall was constant. The patient was not symptomatic of withdrawal, but indicated that pain in his foot started to come back. There was no MRI exposure or magnetic exposure. The medication administered via the pump was hydromorphone, clonidine and bupivacaine; the concentrations and daily dose were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).